Manufacturer narrative:
Neither the device nor photos of the explanted device were returned for review, therefore its actual condition is unknown. The manufacturing lot of the acetabular shell was reviewed and found conforming. The device was used in treatment. The shell had an in-vivo time of over 4 years. There are no additional complaints against the shell's manufacturing lot. Neither x-rays nor surgical notes were available for review. The devices were confirmed as compatible. With the information provided, a definitive root cause cannot be determined at this time.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to cup loosening.